Manufacturer narrative:
The investigation for low pump flow has been completed. Data logs confirmed the failure mode and clinical narrative. Logs showed after pump started and run for 4 minutes, motor current spiked followed low flow that triggered auto suction response & suction alarms. This event remained to the rest of the case. Product analysis: visual inspection found biomaterial inside the pump housing and wrapped around the impeller. No other issues were found on the rest of the pump. Conclusion: the root cause of the low flow was biomaterial ingestion.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the physician stated that the pump flows dropped to .2 shortly after initiation. Activated clotting time (act) 207 was prior to insertion. Blood volume was given three (3) minutes prior to impella insertion. Subsequent act following low pump flows was over 300. The impella was removed and replaced with another impella cp.